Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had checked error log history and found several error messages titled 'system error' on (B)(6) 2026 at 10:08:51, system error 120.4410 (fatal) on (B)(6) 2026 12:14:52, system error 133.6090 (fatal) on (B)(6) 2026 at 10:52:21, system error 133.6090 (fatal) on (B)(6) 2026 at 10:52:54 and 133.6090. There was no patient involvement.